Event description:
It was reported that the insulin pump alarmed motor error since the customer returned from the hospital. It was stated that the customer had high blood glucose and ketones, but the customer was not admitted. Troubleshooting was performed. The alarm history revealed several motor error alarms. All other settings including the daily totals appeared to be correct. It was mentioned that the customer may have had a viral issue, which could have affected the high glucose level. Also, it was stated that the piston was not catching the reservoir properly and the motor sounds louder. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.